Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report that since received the implant yesterday hasn't noticed any improvement in bladder symptoms, said was going very frequently. Patient also said that last night when turned on the microwave to cook something (in a glass bowl) patent heard three loud pops, almost like gunshots. When asked, patient said that was about a couple of feet away from the microwave at the time and the external devices were on the counter about 4-5 feet away from the microwave. When asked, patient stated didn't feel any changes in stimulation of in their body when heard the popping or since then. Patient asked for instructions on how to check implant. With instruction, patient connected to implant and confirmed that therapy is on. Patient will maintain stimulation level and will continue to track symptoms. Reviewed therapy information and explained that time to therapeutic benefit varies. Patient asked their husband to take their implant bandage off because they thought the band aid was bothering their skin however their husband said that the gauze is still wrapped around the wire and patient thinks that they may have fiddled with it enough to move the wire. Patient said that this could potentially explain why on days 5-6 of the trial after a couple days of improved symptoms noticed a loss in symptom control.

Manufacturer narrative:
Section d. References the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va36p7y); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it didn't seem liked the device was working so on 04-dec-2025 the patient called the manufacturing representative (rep) who helped the patient increase stimulation. Patient said since increasing stim nothing had changed. Patient said they were going to the bathroom on average 17.8 times a day. Patient said they got better results from the test. Patient said the rep told the patient the rep would not be calling the patient again but if the patient's symptoms didn't improve after increasing stim the patient should contact the rep. The patient left the rep a voicemail on tuesday 2025-dec-09, sent a text message on 2025-dec-10 and left a voicemail today and had not heard back. Patient was on program 3 and was feeling stimulation but was not seeing an improvement in symptoms. Reviewed how to change programs. Patient tried program 4 and increased stim to 2.0 and was not able to feel stim, on program 5 patient increased stim to 1.3 and was feeling stim in their leg and "butt". On program 6 the patient was able to feel stim in the bike seat area at 1.2. Patient will continue to track symptoms.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36p7y implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that it may have been a coincidental that the popping happened on the first day they had the implant and both devices pressed into kitchen outlets. The implant was fine and did not have any problems. To resolve the issue the patient called in to talk to a representative. Since the incident they have purchased a new microwave.